Event description:
A malfunction with the customer's insulin pump was reported, displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to send a replacement pump and provided guidance on storage and returning the faulty pump within 10 days. The customer was informed about using the updated software on the replacement pump and steps to follow upon receiving it, ensuring continued use of their current pump in the meantime.